Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds and noise. It was also reported the right atrial (ra) lead exhibited noise. The ra lead and rv lead were removed and replaced. No patient complications have been reported as a result of this event.